Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect; cause was unknown. Tandem technical support helped the customer correct the time and resume insulin successfully. Additionally, it was reported that a continuous glucose monitor error 42 occurred, and the customer allowed the pump battery to fully deplete due to not charging the battery, and the pump subsequently shut off. Customer's blood glucose was 502 mg/dl. Bg was addressed via a correction bolus. Customer reset the pump and resumed insulin successfully.